Manufacturer narrative:
The reported events of no magnet response and inability to interrogate were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found at normal levels. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that the patient presented to the emergency room due to low heart rates. Upon interrogation, it was noted that the pacemaker failed to be interrogated and additionally, when attempted to place the magnet on the device, there was no magnet response. The pacemaker was explanted and replaced. The patient experienced no consequences.